Manufacturer narrative:
(B)(4). The unknown xience v stent referenced is being filed under a separate manufacturer report number. Date of event estimated based on date of publication. Concomitant products: dilatation catheter: sterling otw boston scientific; guide wire: boston scientific pt2 .014, v-18; stent: cordis cypher. There was no reported product deficiency. The reported patient effect of vasoconstriction is a known observed and potential adverse event as listed in the xpert stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article; below-the ankle angioplasty and stenting for limb salvage: anatomical considerations and long-term outcomes.

Event description:
The following events were noted through a periodic article review. A retrospective analysis of below-the-ankle (bta) limb salvage was performed during the period between january 2007 and december 2011. The purpose of the study was to further assess the feasibility of bta percutaneous revascularization with balloon angioplasty and provisional stenting in patients with chronic limb ischemia (cli) due to arterial occlusive disease. The patient population consisted of thirty-seven (37) patients. Of the 37 patients, 23 patient were treated with plain balloon angioplasty, 11 patients were treated with balloon-expandable metal drug eluting stents (xience and non-abbott) and 8 patients were treated with the xpert self expanding stent. Reassessment was performed at 1,3,6, 12, and yearly thereafter. No major complications such as dissection, thrombosis, or distal embolization were recorded. The following patient effects were recorded: transient vessel spasms treated with intra-arterial nitrates, two major amputations, restenosis, reocclusion, recurrent chronic limb ischemia, and repeat intervention (percutaneous and surgical). No additional information was provided.